Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No code available (3191) is used to capture (device revision or replacement).

Event description:
After review of medical records, the patient was revised for right hip failed metal on metal total hip arthroplasty. Operative notes reported that there was a large metal-stained synovium and pseudocapsule extending from glut medius tendon to the trochanteric bursa. The femoral component had two notches posterolaterally. Operative finding reported large area of superficial metallosis in the region of the trochanteric bursa, moderate synovial hypertrophy, "during exposure, it was noted that there was notching in the femoral component on the superolateral neck, that coincided with a notched area of the acetabular shell (not liner) in the superolateral region indicating neck- cup impingement and minimal head ball or liner wear. There was some minimal superior and inferior erosive osteolysis with metal debris present. There was also a mention of periprosthetic osteolysis of internal prosthetic right hip joint, sequela metallosis.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the patient has high ion levels and thigh pain. The stem was also removed due to impinging on cup and created a divot in the bone. The stem & cup were replaced with reclaim and bigger cup.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.